Event description:
It was reported that the user experienced continuous glucose monitor (cgm) connectivity issues in which the dexcom g7 sensor and the ilet app showed disconnection and no readings despite correct pairing and device restarts, with troubleshooting that included phone charging, device restarts, and toggling cgm selection. No reported clinical symptoms. Outcomes included no reported impact to health, no alerts or alarms, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue presented as intermittent signal loss with the responsible device not identified. It was concluded that the complaint was related to cgm signal loss without clinical consequence and that the device system function could not be fully assessed due to lack of sensor data.